Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and dyspareunia. It was reported that patient underwent mesh excision and trimming on (B)(6) 2012 due to exposure of anterior vaginal wall mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4) - urinary problems. It was reported that following the procedure the patient experienced urinary problems. No additional information was provided. It was reported that she underwent a mesh removal on (B)(4) 2018. No additional information was provided.